Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer requested assistance in transferring over to the inner lumen of the iab for alternate arterial pressure (ap) access. They also had concerns about the appearance of the iab waveform peaks. Screenshots of the iabp monitor showed a slight flattening of the iabp waveform peaks. The getinge representative explained what could have cause that and several nursing interventions to hyperextend the groin site. It was then suggested to request a chest x-ray to assess iab tip position. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).